Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while taking a shower at camp the patient received inappropriate therapy and woke up on the shower floor. It was further reported the device electrogram showed noise and that the patient had 60-cycle electromagnetic interference exposure while touching the shower head. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.